Manufacturer narrative:
An event of perivalvular leak, obstruction, cardiac arrest, and patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Additionally, the event was reviewed by an abbott medical reviewer and noted that ¿the cause of death was acute left main occlusion due to obstruction from the neoskirt. There is no obvious device malfunction. As we do not have imaging or reports, we are unable to comment on why snaring was not performed.¿ based on the information received, the cause of the reported incident could not be conclusively determined; however, obstruction of the left main artery could have contributed to the patient¿s death. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instruction for use, ¿the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve.¿

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve ((B)(6)) was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were perimeter 71.4mm and area of 394.5mm^2. The valve was implanted at +2mm leaving a grade 3 perivalvular leakage. The physician attempted to access the left main with catheter without success and lasso technique to snare and pull the valve without success. A new 25mm navitor valve ((B)(6)) was chosen to reduce the leak, and it was implanted at -3mm, lower to the first prosthesis. The leak was reduced to grade 2. A post-dilatation was performed. The leaflets of the first valve (very high position) hinder the flow towards the left coronary artery. After analysis, the common trunk was not obstructed, but the flow was very low. The physician tried to access the left main coronary artery with catheter without success and tried to lasso to snare the valve without success. At the end of the procedure, patient required intubation and cardiac massage for 5-10 minutes. After thirty minutes, the patient passed away due to cardiac arrest.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (20105030) was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were perimeter 71.4mm and area of 394.5mm^2. The valve was implanted at +2mm leaving a grade 3 perivalvular leakage. A new 25mm navitor valve (20108132) was chosen to reduce the leak, and it was implanted at -3mm, lower to the first prosthesis. The leak was reduced to grade 2. A post-dilatation was performed. The leaflets of the first valve (very high position) hinder the flow towards the left coronary artery. After analysis, the common trunk was not obstructed, but the flow was very low. The physician tried to access the left main coronary artery with catheter without success and tried to lasso to snare the valve without success. At the end of the procedure, patient required intubation and cardiac massage for 5-10 minutes. After thirty minutes, the patient passed away due to cardiac arrest.